Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not have an audible alarm sound, but the messages were still coming across. Technical support (ts) was able to confirm the cns was still alarming and saving alarms and all other data. Tech support confirmed that the volume level was turned up on the cns software, the display volume was up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurse's station (cns) did not have an audible alarm sound, but the messages were still coming across. Technical support (ts) was able to confirm the cns was still alarming and saving alarms and all other data. Tech support confirmed that the volume level was turned up on the cns software, the display volume was up. No patient harm was reported. Investigation summary: troubleshooting steps were taken to change the speaker type, verify the volume settings, and attach external speakers. The cause of the reported no audio could not be isolated. The customer continued to use the cns with external speakers attached. The cns device comes with built in audio speakers. Sound generation should be periodically checked to ensure performance. The operator's manual describes the check to include checking the audio cable for proper attachment to the main unit and the display. There is insufficient information to determine the cause of the reported issue. A service history for this cns shows this is an isolated incident. There was no indication of device malfunction and no recurrence history for this device.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not have an audible alarm sound. The visual alarm indicator light and the messages still come across, but there is no sound. Nihon kohden technical support (tech support) was able to confirm the cns was still alarming and saving alarms and all other data. Tech support confirmed that the volume level was turned up on the cns software, the display volume was up. They tried changing the audio cable from one display to the other, but nothing worked. We tried using a pair of external speakers and still nothing. Tech support asked them to look in the windows settings and check the sound settings. We changed the speaker type and the audio started working again. Tech support confirmed the external speakers worked. When trying to switch back to the built in speakers for the display, it did not work. The biomed decided to use the external speakers until they can troubleshoot more. They were ok with how things were working for the time being. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not have an audible alarm sound. The visual alarm indicator light and the messages still come across, but there is no sound. Nihon kohden technical support (tech support) was able to confirm the cns was still alarming and saving alarms and all other data. Tech support confirmed that the volume level was turned up on the cns software, the display volume was up. They tried changing the audio cable from one display to the other, but nothing worked. We tried using a pair of external speakers and still nothing. Tech support asked them to look in the windows settings and check the sound settings. We changed the speaker type and the audio started working again. Tech support confirmed the external speakers worked. When trying to switch back to the built in speakers for the display, it did not work. The biomed decided to use the external speakers until they can troubleshoot more. They were ok with how things were working for the time being. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.